Event description:
It was reported that three months following implant and upon interrogation, the pulse generator exhibited premature battery depletion and ventricular loss of capture. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.